Manufacturer narrative:
(B)(4)

Event description:
The patient presented to the clinic after feeling a vibratory alert. Interrogation revealed the device had reached eri and was thought to be premature. The device was explanted and replaced. The patient is in stable condition following the procedure. This device is included in the advisory for premature battery depletion with implantable cardioverter defibrillator.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.